Event description:
It was reported poly was worn and the knee was unstable. Replaced with a triathlon ts.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cr insert. Other devices listed in this report: cat # 6628-4-251, lot # a6net, description: mtk beadless tib comp lrg 1. Cat # unknown, lot # unknown, description: duracon cr femoral component. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.